Event description:
The customer reported to olympus that endoeye flex deflectable videoscope, stating that the screen is too green from the beginning and cannot be used clinically. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following; due to damage on coupled charging device (ccd) unit in endoscope connector, color tone of the image is not prope (image is magenta or green only); distal end has a dent; switch1 is deformed; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; video connector is deformed; light guide cover glass is deformed; and due to wear of angle wire, bending angle in upwards direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported image color tone issue could not be determined, however, the issue was likely the result of image sensor unit damage due to e stress of user handling/mishandling, a faulty component on the circuit board and or external factors. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment inspection of endoscopic images check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing. Olympus will continue to monitor field performance for this device.